Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implantation occurred in (B)(6) 2009. Medical devices: item # unk, hip-mom-cups-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. This event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03950, 0001825034-2018-03951.

Event description:
It was reported that a patient has been indicated for a revision due to elevated ion levels and alval. No revision has been reported to date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received and reviewed. The review of the right hip stated that the components were anatomically aligned in both exams. There was a small focus of osteolysis at gruen zone 1 of the femoral component and a larger focus of osteolysis involving the central acetabulum (zone ii). The acetabular osteolysis appeared slightly worsened on the second radiograph while the proximal femoral osteolysis appears stable. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information.